Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: ( description incoming product condition) the valve was received in an unidentified liquid in the provided return kit. Summary: first we performed a visual inspection with the valve. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability, as well as the brake functionality and brake force. The valve operates as expected and met all specifications. Finally, we dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. At the time of our investigation, the valve was shown to be permeable. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the know, inevitable risks of hc-therapy by shunt implants. Based on our investigation results we could not detect any failure with the valve at the time of delivery. No further actions required.

Event description:
According to the complainant a progav was blocked postoperatively. The patient was originally implanted (B)(6) 2013. The valve was explanted and returned to the manufacturer for evaluation. Further details were not provided. Height: 175 cm.